Manufacturer narrative:
Concomitant medical products: product ID 3058 lot# serial# unknown, product type: implantable neurostimulator product ID 3889 lot# serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient complained of pain from the stimulation. The patient told of a tussle with a person, she was stabbed in the back, at the level of her stabilizer on the lumbar spine. The patient was excited and apparently no longer knew how to use the smart programmer. As she had reported, the components were probably not charged, so that she had no access to the pacemaker. Carried out an impedance measurement, which was without error message, the current flowed at a level of 0.4 ma. Due to the pain described, they switched the left side of the pacemaker to therapy / off. On the left side, the implant has already been relocated somewhat due to pain, after which the patient was fine.